Manufacturer narrative:
The full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance warning and high sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted that there was an outer insulation breach near the suture sleeve, possibly due to clavicular crush. It was also reported that there had been an impedance spike that stabilized and remained high on the right atrial (ra) lead. It was further reported that there was an outer insulation breach causing over-sensing noise. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.